Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing during atypical flutter. The lead was replaced due to lead malfunction and no further patient complications have been reported as a result of this event.